Manufacturer narrative:
The device was returned for evaluation. One opened lens box was returned, missing the vial. The lens was stuck to a piece of foam that was inside the opened peel pouch. Particulates, saline dendrites, and dried solutions are visible on the optic. Visual inspection found that the lens was in two pieces, and the optic has been cut or torn in half. Two haptics were attached to each piece of the optic. The tip of one haptic was torn off and was missing. The cause of the damage could not be determined, and functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the right (od) eye, the surgeon noticed one of the iol haptics had broken after implant into the eye. A 2.6mm incision was made with a 2.6 keratome and was enlarged with a crescent blade to 2.75mm for iol removal. The iol was cut up and removed with forceps. A back up lens of the same model and diopter was successfully implanted. No sutures were necessary. No further complications were experienced and the reporting facility indicated there was no patient injury. Though requested, no additional information has been received.